Event description:
It was initially reported that the zimmer air dermatome handpiece was skipping and not grafting the skin correctly. It is also stated that the screws of the device are worn and the plate is not on correctly. Additional clinical follow up determined that the issue occurred during surgery wherein the initial graft harvest was damaged and deemed unusable. An additional graft harvest was required and an alternate device was used to complete the surgery without any delay.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.